Event description:
Info received indicated when emergency trendelenburg was activated, the bed would not go into emergency trendelenburg.

Manufacturer narrative:
The hill-rom technician found that the head hi-lo valve was stuck. He replaced the valve to resolve the issue.